Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review could not be performed as the lot number was unknown.

Event description:
It was reported that device had crimped cannula like a ¿z¿ or corkscrew that caused high glucose. The cannula might not have gone in all the way, which crimped it, but the tip was in the skin. The operator of the device was a lay user. The event occurred while in use with a patient. There was no patient injury.